Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733571. A medtronic representative went to the site to test the equipment. Testing revealed that the cable to the surgeon monitor was damaged and replaced. The navigation system then passed the system checkout and was found to be fully functional. Analysis was completed on the returned cable and the cable jacket had four different cuts that had been taped over. A continuity test revealed an open from pin 23 of the hd26 connector to pin 7 of the fischer connector. Apply to the system checkout and concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used preoperatively to a cranial resection. It was reported that the cable for the surgeon monitor was intermittently not working and after testing it was determined that when bending the cable the monitor connection drops but if straightening it out the connection comes back. There was no delay and no impact on patient outcome.